Event description:
A malfunction on a pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared. There was no additional impact reported.